Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined system remotely and confirmed that the system was unable to boot. Review of the logfile shows ¿system unable to boot¿ malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that after three restart the issue was resolved. The rse checked the system logfiles and found a startup failure of the interface unit and requested onsite support. The philips field service engineer (fse) checked the system onsite and checked the system logfile and confirmed that during startup, a program in the unit responsible for system communication control failed to start correctly. The fse confirms the communication control unit to be faulty. To resolve the issue, fse replaced the communication control unit and reinstalled the related software. The defective part was sent for analysis, for system interface box no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.